Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter that two (2) devices leaked blood due to poor sleeve function. There was no health impact or consequence reported.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter that two (2) devices leaked blood due to poor sleeve function. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-jan-2025. Investigation summary: bd received 1 partial customer sample for investigation. The customer sent back the IV shield and np shield of the device, but no adapter was received. Therefore, no customer sample testing could be completed. Additionally, functional tests were conducted on 10 retained samples using 30 tubes per needle. All samples passed the tests with no evidence of damaged sleeves, poor sleeve recovery, or leakage during the draw. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.